Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on an unknown dates. No information on confirmation testing was provided. The customer confirmed that there was no patient harm due to the test results. Although requested, no additional information was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient setting. G4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Manufacturer narrative:
Additional information: b5 (describe event or problem): the customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on unknown dates. Repeat testing was performed using ID now covid-19 2.0 assay (unknown lot) on two different ID now instruments on unknown dates which generated negative results. No information on confirmation testing was provided. The customer confirmed that there was no patient harm due to the test results. Although requested, no additional information was provided. B3: the date indicated is an approximation as the exact event date was not provided. D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient setting g4: this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported an unknown number of false positive results with the ID now covid-19 2.0 assay performed on an unknown dates. No information on confirmation testing was provided. The customer confirmed that there was no patient harm due to the test results. Although requested, no additional information was provided.